Manufacturer narrative:
This report is for unknown quantity of unknown plates. Part#, lot# and UDI # is not available. Exact dates of implant /explant of plates are unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). This report is for unknown quantity of unknown plates. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that a surgeon claimed to have few broken plates which were used as indicated for the correction of a pectus deformity in the thorax. It is unknown if the plates broke intra-operatively or post-operatively. No information about patient condition is available. Number of plates involved in unknown. This report is for unknown quantity of unknown plates. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Updated comment from sales consultant. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update comment from sales rep 08 nov 2016: it clearly states in the surgical technique that this is not possible and that the implants are not designed to withstand strenuous load - I would draw from this that therefore the implants are being overloaded through noncompliance.